Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the pdu fan tray and dcps were faulty. The defective pdu fan tray and dcps unit was returned for analysis, the analysis confirmed that the interconnection board, ac/dc power supply, and the psu mains input cables were defective. The fse resolved the issue by replacing pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.